Event description:
Related manufacturer reference number: 2017865-2024-33466. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the right ventricular (rv) lead and atrial (ra) lead. Ra lead also showed automatic mode switch. The noise was able to be replicated when the patient coughed. Programming changes were performed to resolve the issue. The patient was in stable condition.